Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facslyric¿carryover between patient samples had occurred. The following information was provided by the initial reporter: "the number of carryover cells is 0.1% or more."

Manufacturer narrative:
H.6 investigation summary investigation summary: ¿ scope of issue: the scope of issue is only limited to facslyric 3l12c instrument ceivd, part # 663029, serial # (B)(6). ¿ problem statement: customer reported complaint regarding carry over. ¿ manufacturing defect trend: there are (B)(4) qns (quality notifications) related to the reported issue. Date range from 15jul2021 to 15jul2022. ¿ complaint trend: there are (B)(6) complaints related to the issue of carry over; date range from 15jul2021 to 15jul2022. ¿ manufacturing device history record (DHR) review: DHR part # 663029 serial # (B)(6). File #-(B)(6)-107478972-21, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of carryover was due to worn pumps (p1, p2) and sample line. After replacing the mentioned parts, the field service representative (fsr) observed an improvement effect in carryover of 2.5% to 0.1%. After the replacement, the instrument was tested and was performing as expected. No patient was treated nor harmed from incorrect results. There was no delay in patient treatment due to any unexpected results. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 01/vers. A, page 165. The safety risk of this hazard has been identified to be within the acceptable level.. ¿ service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2021. Defective part number: 641925, 647939. Work order notes: o subject: the number of carryover cells is 0.1% or more. O problem description: the number of carryover cells is 0.1% or more. O work performed: treatment the following parts were replaced. ·pump (p1, p2) replacement ·sample line replacement ·pqc:pass ·abort count:pass. Results: after replacing the above parts, as a result of confirmation under the same conditions, improvements were seen as follows ·buffer cyto-chex: 0.1% (n=3) we confirmed an improvement effect of 2.5% to 0.1% in today's work. Please check with your sop. O cause: below, we confirmed carryover of trucount beads only. Buffer cyto-chex: 2.5% (n=5). O solution: treatment the following parts were replaced. ·pump (p1, p2) replacement ·sample line results after replacing the above parts, as a result of checking under the same conditions, the following improvement was observed. ·buffer cyto-chex: 0.1% (n=3) in today's work, we were able to confirm the improvement effect of 2.5% to 0.1%. Please check with your sop. ¿ returned sample evaluation: a return sample was not requested because parts replaced were not returnable. ¿ risk analysis: risk management file part # 10000063058ra, rev. 07/vers. Aa, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes/no. O azure ID: 89209. O ID: libivd-ra-100 3.1.7. O reg status: ivd; ruo. O hazard: incorrect output for samples up to 1.5ml or less. O cause: sample carryover error - fluidic. O harmful effects: events appear in wrong tube (false positive result). O risk control:. - proper sit flushing between samples. - droplet containment to manage back dripping into samples. O req link (azure ID): - 89923. - libivd-fld-292 sample pause/resume - 93170. - libivd-did-342 standard carryover. O implementation verification: - libivd-15-09p . - lsvn-1008-dp sit backflow control. O effectiveness verification: - libivd-15-09f. - lsvn-1008-dr. O probability: 1. O severity: 3. O risk index: 3. O residual risk evaluation: a. O new hazards: none. Mitigation(s) sufficient: yes / no. ¿ root cause: based on the investigation results the root cause was due to worn pumps and sample line. ¿ conclusion: based on the investigation results, the root cause of the customer experiencing carryover issues on the facslyric was due to worn pumps and sample line. The fsr replaced the parts. After the replacement, the instrument was tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. The safety risk of this hazard has been identified to be within the acceptable level. ¿ supporting document: n/a h3 other text : see h.10.

Event description:
It was reported that while using bd facslyric¿carryover between patient samples had occurred. The following information was provided by the initial reporter: "the number of carryover cells is 0.1% or more."